Manufacturer narrative:
The returned ir45v reloads were visually examined. The indication was that they had both been completely (not partially) fired. Staple formation could not be ascertained as the reloads had been fired. The concomitant device (i45v) was also tested. When a new ir45v reload was installed, the device produced properly formed staples and a complete transection of the test medium. The root cause of the alleged failure could not be determined. Eval summary: i45 fired a reload and produced acceptable staple formation. Two reload were fully fired. None had partial stapled.

Event description:
After an ir45v reload had been fired via an i45v stapler in a pulmonary resection procedure, it was observed that the device had only partially stapled the tissue, and the staples were underformed.